Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The representative could not duplicate the issue. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of a procedure the imaging system was not working and was in 'stand alone' mode. There was no patient present when this issue was observed. No additional information was provide.